Manufacturer narrative:
The evaluation results of the ultrasound module are pending. A review of the device history record was performed and no exceptions were found.

Event description:
A report was received from a user facility in the (B)(6) indicating that during the sculpt procedure, while surgeon tried to engage the ultrasound, the machine suddenly powered down and immediately came back with an error message. The machine was changed and the procedure carried on without any adverse event or consequences to the pt.